Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pps coating on the microplasty stem is too thick causing the stem to sit proud. During surgery after broaching/lateralizing to the appropriate stem size that the stem implant would not seat fully. Additional rasping and broaching were required for the product to work properly. There was a major delay in the case due to the surgeon having to re-broach up to two sizes larger than the implant size. The device was implanted into the patient, however, there is ongoing frustration with having to open multiple devices in previous cases. The surgeon was able to manipulate technique to get the device to work properly.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.